Event description:
Complainant reported that the right gluteal implant was explanted 3 weeks post-operatively due to reoccurring seromas and wound dehiscence. This is the same report date and same patient as reported in 2028924-2023-00008. This report is for the right side device.

Manufacturer narrative:
Method: though the device was not returned, implantech performed a review of the production records. (No errors or omissions were identified that might account for the reported events.) Results: no device problem was identified via review of the production records. No other reports of seroma or surgical revisions have been reported on this lot or associated sterile lot. Complaint rates remain low, and no increase in the frequency or severity of the devices has been identified. Conclusions: seromas and poor wound healing are known inherent risks of implant procedures and are addressed in the product labeling.